Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that their pt programmer "hasn't worked in a couple of weeks" because the pt programmer won't turn on. Pt noted they replaced the batteries with new batteries, but their pt programmer still wouldn't turn on. The pt was asked if the batteries were alkaline batteries and the pt was unsure, but said the batteries were the "kind I always used." Pt mentioned they tried multiple new batteries, but they continued to have the same issue. Pt noted they met with a manufacturer representative (rep) (name asked, unknown) in person a "couple months ago" and the rep said the pt's ins battery was getting low and would need to be replaced soon. Pt did not allege rep awareness about this issue. Pt did not mention allegations towards the ins or therapy. The pt was asked to remove/re-insert the batteries in the pt programmer and press the power button, but the pt programmer did not turn on. Pt tried to hold the power button down and pressed the power button multiple times, but the pt programmer did not turn on. The pt requested a rep's contact information. The issue was not resolved. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97740 serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97740, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.